Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) of cetuximab during therapy (dose, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.